Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but has not been confirmed. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was stable.